Manufacturer narrative:
Correction: this supplemental report is to correct the initial report. The previously reported model and serial number 1156t/75 - (B)(4) was incorrect; the correct model number is 1056t/86 and the serial number is (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged causing diaphragmatic stimulation. The lead was repositioned and there were no complications to the patient.